Event description:
The device was used during a laparoscopic spleenectomy procedure. Reportedly the pouch disengaged from the instrument into the pouch disengaged from the instrument into the pt's cavity. The surgeon was able to retrieve the pouch without injury to the pt.